Event description:
Meter name: fasttake, strip name: fasttake, meter code: 8, strip code: 8, strip storage: unk, but in good condition. Symptoms: headache. A pt reported they were unable to test. Their meter allegedly would only prompt an error 2 message and also would not power on. There was no result on their meter. There were no other tests or comparisons. Not treated. No further info has been reported.